Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "endoscopic treatment of intraductal pancreatic stent fragmentation". The literature reported the result of 33 patients with endoscopic treatment of intraductal pancreatic stent fragmentation using unspecified endoscope and olympus rotatable grasping forceps (fg-44nr-1 or fg-v422pr) or electrosurgical snare (sd-9u-1) from 2001 to 2015. In the subject cases, periampullary duodenal bleeding occurred in 2 patients. Therefore, omsc will submit 2 medical device reports (MDR) depending on the device and event type. This report is 1 of 2 reports of rotatable grasping forceps.